Event description:
During a right minimally invasive lateral retroperitoneal approach, l2/3 and l3/4 direct lateral discectomy and interbody fusion with clydesdale ptc peek cages packed with infuse (bmp) and progenix dbm / crushed cancellous allograft and mastergraft at the point the implant was being inserted one of the prongs from the cage inserter instrument broke off. It was unable to be located in the pt. FDA safety report ID# (B)(4).